Event description:
It was reported that the pump exhibited an air in line issue. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "air in line issue¿ was confirmed by visual inspection and functional testing. Found green wire broken on air in line detector (aild). The probable cause was aild wire damaged. Replaced aild. Further investigation found upstream occlusion (uso) sensor lifted. Replaced uso sensor and seal. Replaced downstream occlusion (dso) seal as preventative maintenance. Performed dso/uso calibration and occlusion tests. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.